Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. An invasive procedure was performed. Attempts to reposition the lead were made but were unsuccessful due to difficulty extending and retracting the helix mechanism. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. X-ray inspections of the terminal pin assembly and electrode tip found no anomalies. The helix mechanism did not pass testing due to dried blood/body fluid in the helix housing. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported dislodgement.